Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 10mg/ml at 7.808mg via an implantable pump. It was reported that when they opened pocket to replace the synchromed pump (no signs or symptoms just prophylactic pump replacement was the plan) the physician tried to find the collet that attached both the spinal segment to the pump segment. As doing so there was no collet to be found nor the spinal segment and there was no spinal segment found on x-ray. Physician wanted to proceed with replacement the pump and connecting a pump segment to the pump and replace exactly what patient had prior to surgery for pump replacement. Company rep suggested multiple times that they need to place a new catheter into the spine and physician said he would refer patient to someone for that. Physician wanted to continue therapy as so patient did not go through withdrawals. They discussed with physician that it would continue to go into the space the catheter tip was in and he did not want to turn off pump. Physician was aware of how pump and catheter should be and wanted to proceed. He made patient aware of everything in recovery. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-sep-2018, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 20-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the cause of the event was unknown. The issue was not resolved. The physician discussed with the patient that the pump was in pocket and working as it was before. The physician discussed with the patient with a catheter revision. The catheter was not being returned as there was no catheter to return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.